Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was fired and loaded with a blue cartridge and fired successfully. The device was reloaded and it locked out. The device was reloaded once again and locked out again. Malformed staples were present. Another device was used to complete the procedure which was difficult to fire but did fire. There was no adverse consequence to the pt reported.